Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident and sensor glucose was showing 97 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. Customer was symptoms reported low blood glucose event was shaking, dilated pupils. The device will not be returned for analysis.